Manufacturer narrative:
According to the customer on 3/19/2024, "the guidewire went in while starting a left ij. It went in initially without difficulty but then it had trouble advancing. The patient had a tunneled dialysis in the right subclavian so they had to use the left. Lost access but then reestablished access. The wire advanced and was in place. Inserted the triple lumen but couldn't remove the wire. So put the needle back on by ultrasound guidance. We could see something was wrong with the tip and was able to dislodge from the vessel wall by us guidance". The customer reported that" the provider opened a new kit and placed the central line without issue" and that the "patient is doing as expected". The customer reported that a sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/19/2024, "the guidewire went in while starting a left ij. It went in initially without difficulty but then it had trouble advancing.